Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead packaging had not been sealed with a sufficient amount of adhesive. The clinical specialist noted that it took little to no effort to pull the "paper" that is used to seal the lead in the plastic container, and there were observed gaps where there was no adhesive which clearly meant it was not sterile. The lead was not implanted. No patient complications have been reported as a result of this event.